Manufacturer narrative:
Patient code 3191: secondary surgical intervention; repositioning is not applicable in the initial MDR. Claim# (B)(4).

Manufacturer narrative:
Weight, ethnicity, race: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -13.5/+0.5/163 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2019. The surgeon reports low vault. The lens currently remains implanted. The cause of the event is reported as unknown.

Manufacturer narrative:
Previously stated that the lens remains implanted. Updated information: on (B)(6) 2019 the lens was exchanged with a longer lens and the problem is resolved. Patient code 3191: no code available (secondary surgery, lens exchange). (B)(4).